Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient was having more accidents and leakage and did not realize that it is happening. The caller confirmed that the patient does feel stimulation on the right side of her vaginal area and when the patient changes stimulation their toes wiggle. The patient was on 2.55 on program 2 at the time of the call and indicated that they had already tried both program 1 and now program 2. The caller reported that the patient thought that program 1 was stronger and could really feel it. The patient's healthcare provider (hcp) did an x-ray and confirmed that the lead is in the right place and everything seems to be ok. The patient was advised to follow-up with their hcp and consider increasing stimulation to see if this helps resolve the patient's incontinence. Patient status is unknown at the time of this report and no device malfunctions were reported. Additional information was received. It was reported that the patient initially saw symptom improvement, then after a while the therapy didn't seem as effective. Patient stated they saw their rectal surgeon who did an x-ray of the device and confirmed the device was fine and the leads were in place. Patient stated their healthcare provider recommended adjusting the program settings. Patient stated they then saw symptom improvement and it was better. Patient stated they had another return of symptoms. They reported the device didn't seem to be working. Patient clarified they were referring to the return of symptoms, they were having accidents all the time, leakage, and urgency issues. The patient stated they had lymphocytic colitis, diarrhea, and gastro issues that they were working through with gastroenterologist. Patient stated they hadn't gone to see their urologist that worked with the stimulator. Patient stated they had had endoscopy and colonoscopy. They were told by their gastroenterologist that they should try to address the gastro issues prior to going back to a rectal surgeon or assuming the device was not working. Patient stated their symptoms were a little better. Patient stated they were on a gazillion medications to slow their gi tract, but they were still having accidents and leakage all day as well as urgency issues. Patient inquired what they could do to help symptoms besides turning stimulation up, which they had tried. Patient stated their doctor told them if they didn't think the device was working to try turning the stimulator off for a while to see how symptoms were affected. Patient was able to sync with their programmer on the call and confirmed stimulation was on. Patient then set program 2 to 2.80. Patient was redirected to their healthcare provider to discuss symptoms and programming. It was also reported that the patient felt uncomfortable stimulation. The patient reported that when they had gone through security devices at stores, they noticed their stimulation zapped them. Security gate guidelines were reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) provided information on the patient from a visit on (B)(6) 2017. It was noted that the patient had a good response and was happy with the function at the post-operative visit. The patient noticed a difference in their response about 2 months ago at they were having more accidents. The patient was very strict and diligent about their diet and changed jobs to reduce the stress at work which they thought was making things worse but continued to have more frequent accidents. The patient did not have pain or problems at the site but was aware of stimulation in their toes. The healthcare professional (hcp) reported that they first wanted to check the lead placement to make everything looked okay. They also asked the manufacturer¿s representative to go through some setting changings to see if the patient could get better results from different points on the lead. The hcp mentioned the patient could feel tingling in their toes which did not sound like a battery issue but thought a setting change would help. If none of the above helped or showed a problem, the hcp was going to ask the patient to turn the ins off for 2 weeks to see if they truly had no difference. The hcp also discussed removing the device with the patient but that would unfortunate as they had such a positive improvement. The hcp was going to meet with the patient in one month to discuss x-ray results and to plan any next steps. There were no further complications reported or anticipated.